Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Patient status post plate and screw implantation returned to surgeon presenting with a right side infection of the right mandible. An x-ray was taken and showed the plate on the right side of the mandible was broken. Surgeon noted, the patient's mandible was healed. Surgeon removed both plates and did not revise the patient with new hardware as the bone was healed.